Manufacturer narrative:
(B)(4). The implantable neurostimulator system have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator battery underwent normal depletion. He stopped using therapy. The pt needed a magnetic resonance imaging. The neurostimulation system was removed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.